Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37601 dbs ipg, implanted (B)(6) 2013; 3708660 neuro extension, implanted (B)(6) 2013; 3708660 neuro extension, implanted (B)(6) 2013; 3387s-40 dbs lead, implanted (B)(6) 2013; 3387s-40 dbs lead, implanted (B)(6) 2013; 41948 lead, implanted (B)(6) 2005; d314drg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). The patient's ra lead was capped, while the rv lead remains in use. No patient complications have been reported as a result of this event.